Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Event description:
It was reported that during a da vinci si prostatectomy procedure, unintended arcing was observed from the permanent cautery hook instrument. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Event description:
It was reported that during a da vinci si prostatectomy procedure, unintended arcing was observed from the permanent cautery hook instrument. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. On (B)(6) 2013, the da vinci coordinator was reached in attempts to gather additional information regarding the reported event. It was indicated that a valley lab electrical surgical unit (esu) was used during the surgical procedure. The coordinator also indicated that she does not recall what the mode and settings were of the esu during the surgical procedure. The surgical task being performed by the surgeon when arcing occurred is unknown. There was no harm, adverse outcome or injury to the patient. The coordinator did not know if the patient had returned to the hospital due to any post-surgical complications as a result of the arcing event. She did not know if any video recording of the procedure was available. It was indicated that the instrument was inspected prior to use and damage to the instrument was not observed. Reportedly, the instrument should have been returned to isi and she will verify if it was returned. No further information was available.